Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to decrease the amplitude of her stimulation as the minus button on the programmer was no longer functioning. A replacement programmer was provided to the patient thereby resolving the issue.